Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the remote manager (rm) was not detected as closed. The field service engineer confirmed that the customer had recovered the failure, with the user as a witness, and resolved the issue. The customer then performed multiple inventories counts on a non-controlled item without any failures. No repair work was needed. To confirm functionality, the customer performed a successful inventory count. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not detected as closed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.